Event description:
The physician was using an assurant cobalt peripheral bare metal stent to treat a cto lesion in a patient in the left iliac artery. The device was inspected and prepped prior to use with no issues noted. Negative pressure was applied to device after balloon preparation. An attempt was made to advance the assurant cobalt stent through the hemostatic valve on a 6f non medtronic sheath. The stent could not pass through the valve. The valve pushed the stent back off the balloon. The physician re-adjusted/re-positioned the stent; hand crimped it back onto the balloon position. The device was taken off the wire, the sheath was replaced and the stent passed easily through for a successful case. Delivered the stent through the new sheath and implanted it in the left common iliac with no issues. Perfect result obtained. No patient complications were reported for this event.

Manufacturer narrative:
Evaluation results: failure to follow instructions- negative pressure applied to device after preparation, stent manually repositioned on the device following dislodgement and used. No results available since no evaluation performed- device or procedural images not provided for review. Related to operational context-dislodgement most likely procedural related. Evaluation conclusion: failure to follow instructions- negative pressure applied to device after preparation, stent manually repositioned on the device following dislodgement and used. Unable to confirm complaint - device or procedural images not provided for review. Operational context caused or contributed to the event-dislodgement most likely procedural related. (B)(4).